Event description:
During replacement of an ICD, an apparent short in the pocket at dft testing was discovered. The lead impedance measurement was high. The ICD attempted to deliver therapies unsuccessfully. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.